Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c.

Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l ( 360 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Investigation of the pod found a tear in the exposed portion of the cannula. The device was originally reported for leaking during wear.